Event description:
It was reported that the fragment from a break-off set screw (break off portion of the screw) remained in the body. The fragment was discovered three years post-op. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.